Event description:
It was reported that during a follow up, the physician found an af episode in vt zone. The patient received inappropirate therapy. The device was re-programmed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.